Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. As received, the lead was kinked with all wires broken approximately 24.5 cm from the stim end. This would have caused the invalid impedance observed in the field. As there was no breach of the outer tubing, the fracture is consistent with an overstress condition the lead was subjected to at the distal end of the swift-lock while it was inside the pt. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) suddenly lost stimulation. An x-ray was taken which revealed a fracture in the lead. Surgical intervention was undertaken to explant and replace the device thereby resolving the issue.